Event description:
It was reported that the pt presented for a routine follow up. At interrogation new episodes all svt was observed. When looking at episodes on (B)(6) and (B)(6) we notice its an svt, but we do no see on egm something that looks like noise but its not seen from the device. After discussion with tech services and the physicians, the intervals of detection of both vt and vf was increased. Pt is followed on merlin net.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.